Event description:
A customer contacted baxter's technical service center to request a manual drain as the patient felt a abdominal tightness during dwell 2/4 of peritoneal dialysis therapy on a homechoice device. The patient described symptoms of pain, distension, bloating and shortness of breath. The last fill volume was 2100ml and the home patient drained 4184 ml during the manual drain. The patient stated, she had bypassed earlier in therapy but was not sure of any alarms that had occurred or when she had bypassed.